Event description:
It was reported that patient experienced migraine and allot of numbness at the right arm. It was noted that patient experienced undesired sensation. The patient underwent an implantable pulse generator (ipg) replacement procedure.